Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Review of manufacturing records for the reported serial number found no non-conformances or anomalies during production. Potential factors unrelated to the design or manufacture of the device that may lead to ¨unspecified functional failure¨ include, but are not limited to: (1) a power surge to the controller could have caused internal component damage and result in a hardware failure. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery on the shoulder joint using the quantum 2 controller, a twitching of the shoulder was observed. The procedure was successfully completed without delay using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.